Manufacturer narrative:
H4: the lot was manufactured from february 24, 2020 - february 25, 2020. H10: the actual sample was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the broken tubing at the junction of the white flow restrictor. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location prior to patient use. The set was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.